Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving add gel/ replace belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel/ replace belt messages) was confirmed. Upon investigation the electrode belt failed the pulse lead hi-pot test. The cause for the failure was isolated to open wires in the ECG-a and ECG-b cable. The cause for the open wires was a cut through the insulation of the cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the cut cable. The patient received a replacement electrode belt.